Manufacturer narrative:
The product was returned for evaluation. The visual inspection performed on the returned product revealed that there was no visual evidence that may be a contributing factor to the complaint description. A functional evaluation performed on the returned product revealed that there was no functional evidence to confirm the complaint description. It was not able to be replicated. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records could not be performed. No similar events were found in the complaint history; therefore, this would suggest it is an isolated event. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Additionally, a historical review concluded that there have been no previous escalated actions for the product name and failure mode reported. Since no defects were found on the returned device, no factors that can contribute to the reported event can be delineated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a npwt, it was noticed that the power supply/cord ((B)(6)) began to crackle and spark. The surgeon removed the power supply from theatre and obtained another power supply from a different device, and the npwt pump worked ok and was left working and attached to the patient. The treatment was resumed, using a s+n back-up device, after a short delay. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.